Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. The physician advanced the 15mm x 2.00mm apex monorail balloon catheter to the unspecified lesion. Upon the 2nd inflation the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: examination of the complaint device found that during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The leak was located at 1mm distal to the distal edge of the proximal markerband. An examination of the balloon material and of the proximal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention balloon rupture occurred. The physician advanced the 15mm x 2.00mm apex monorail balloon catheter to the unspecified lesion. Upon the 2nd inflation the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.